Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level at the time of incident was 555 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced the symptoms related to the high blood glucose event was nausea, vomiting. Customer declined the troubleshooting for the high blood glucose. The device will be returned for analysis.